Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to advance and failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional information received 1/15/2020: the first 3.5x19mm graftmaster stent delivery system was opened but not used due to handling error. There was no device issue and no patient involvement. The second 3.5x19mm and 4.0x19mm graftmaster stents failed to seal due to the perforation being larger than initially anticipated. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster devices are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a pre-existing free perforation in the proximal right coronary artery. The 3.5x19mm graftmaster stent delivery system (sds) failed to cross due to the anatomy. A new same size graftmaster sds was attempted again but also failed to cross. A 3.5x20mm non-abbott balloon was used to predilate. After multiple attempts, the graftmaster stent was delivered to the perforation and deployed. Angiography showed that the perforation was largely sealed but there was still a residual leak that was thought to be occurring just proximal and possible around the stent. A 4.0x19mm graftmaster stent was deployed overlapping the proximal end of the first stent. The same balloon was used to post dilate both stents then a 4.5x20mm nc non-abbott balloon was also used to post dilate both stents. Angiography showed a well-sealed perforation with no extravastion. There was no adverse patient sequela reported. No additional information was provided.